Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-6. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 7072476. Block b3: approximated based on the date the manufacturer became aware of the event. Correction to the initial MDR in block b2. The leads were not returned as they were discarded by the medical facility. As such, physical analysis has not been conducted in our laboratory. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review was performed and it did not reveal any anomalies. The IFU states that undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure. A review of the linear 3-6 hazard analysis was completed and confirmed that the event of stimulation inadequate was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk-benefit for the product. The leads were not returned as they were discarded. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was performed and this review determined that inadequate stimulation is a known inherent risk with use of spinal cord stimulation, as documented in the IFU.

Event description:
It was reported that the patient's pain area was not being entirely covered. The patient underwent a revision procedure where it was discovered that due to scar tissue and fibrosis, the two implanted leads were too difficult to remove so they were left abandoned and new leads were implanted. Postoperatively the patient was doing well. Additional information was received that the leads were explanted. The leads will not be returned as they were discarded by the medical facility. The patient was recovering postoperatively.

Event description:
It was reported that the patient's pain area was not being entirely covered. The patient underwent a revision procedure where it was discovered that due to scar tissue and fibrosis, the two implanted leads were too difficult to remove so they were left abandoned and new leads were implanted. Post operatively the patient was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-6, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: (B)(4).